Manufacturer narrative:
The cobas e801 module serial number was (B)(6). The qc was in range. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 3 patient samples tested with elecsys ferritin (ferr) assay on a cobas e801 module. The reporter provided two examples of discrepant results: sample 1 (patient 1): initial result: 55.1 ug/l. 1st repeat result: 25.8 ug/l. 2nd repeat result: 25.2 ug/l. Sample 2 (patient 2): initial result: 116 ug/l. Repeat result: 69.4 ug/l. The customer noticed that the initial results were high. No questionable results were reported outside the laboratory and the samples were repeated. The repeat results were reported to the patients.

Manufacturer narrative:
The calibration signals were within expectations. The 31-dec-2024 to 28-jan-2025 alarm trace showed daily multiple-sample foam detection, sample clot detection, and sample short alarms. Images of the samples were reviewed and no sample quality issues were observed. A general reagent problem can be excluded because the qc before the event was within ranges. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.